Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction, death). Conclusions: inherent risk of procedure (myocardial infarction, death). (B)(4).

Event description:
During index procedure the patient had three endeavor sprint drug eluting stents implanted, one in the rca and two in the obtuse marginal. It is reported that approximately 18 months post index procedure the patient expired. The cause of death was acute myocardial infarction.

Event description:
Investigator has indicated the previously reported mi and patient death events were possibly related to the study device.